Event description:
Clinical trial. It was reported that approximately six hours post implant of a drug eluting stent, the patient underwent a reintervention. The initial procedure treated the de novo, 90% stenosed, mildly tortuous, distal lad (left anterior descending). Treatment consisted of predilation using a 2.5x20mm maverick balloon and placement of a 2.5x20mm taxus liberte drug eluting stent resulting in 0% residual stenosis. Approximately six hours following the initial implant, the patient underwent an emergent second procedure treating the mid lad due to suboptimal pci. The 90% stenosis of the mid lad was treated with predilation and placement of a 2.5x24mm taxus liberte drug eluting stent resulting in 0% residual stenosis. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.